Manufacturer narrative:
Plant investigation: the reported symptom (burning smell) was confirmed. The reported symptom (powers down) was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Smells burning when power switch is on. The burning smell and smoke is coming from the rear side of the cycler. An internal inspection of the cycler found the pcb of the power supply was burnt. The cause of the failure was due to a shorted c38 capacitor at the bottom side of the pcb. Removed power supply for the completion of the investigation. There were visual indications of dried fluid within the cassette compartment during the internal inspection. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. Test negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that the liberty select cycler had a burning smell coming from the back of the cycler and then the cycler powered off during swell 1 of 4. The patient indicated that the cycler was working fine and she completed her previous treatment without any problem. The patient was advised to discontinue use of the cycler. The patient indicated that the peritoneal dialysis nurse would be notified. A replacement cycler was arranged. Follow up with the patient indicates that treatment was completed with continuous ambulatory peritoneal dialysis. The patient also indicated that no smoke, spark, or flame was observed. Patient resumed treatment on a replacement cycler.